Manufacturer narrative:
One cadd extension sets was returned for analysis. The sample was visually inspected at a distance of 12? Under normal conditions of illumination. There was no discrepancy detected. The sample returned was tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality. An occlusion was detected. A review of the manufacturing process was conducted. All bonding operations were reviewed to ensure no excess solvent was applied; no discrepancies were found. Leak testing were reviewed in order to detect any anomalies; no discrepancies were detected. Packaging operation in ulma optima machine was reviewed to ensure that no trapped components that could cause any damage; no discrepancies were found. Thirty two (32) samples were taken from packaging process in order to detect any damage or excess solvent that could cause occlusion. No discrepancies were found. Production personnel inspects 100% to ensure that the parts are free of damaged including scratches) or distorted/warped. Production personnel also perform leak testing. The most probable cause is excess solvent was applied in the solvent bonds. Devise history review: lot number =3834110 qty released (B)(4) units mfg date=july 2019 idr, dmr, or da=none per review of the DHR.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd extension set no disposable, clamp tubing alarm went off. Subsequently, the infusion line (extension set) was replaced. No patient consequences were reported. No adverse effects were reported.